Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms on the mobile power unit (serial: (B)(6)) was unable to be confirmed. Log files were not submitted for review. The mpu returned to the pleasanton service depot in unremarkable physical condition. The unit booted up and functioned as intended. The unit passed all testing per the service process procedure. No functional issue was identified during the evaluation. The unit was also connected to a mock circulatory loop for several days and no issues were observed. Provided information indicated that the mpu was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 IFU section f, entitled safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to outpatient clinic with their mobile power unit (mpu) and "patient states alarm going off." The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.